Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the pendant of the imaging system displayed an error message stating "error initializing collimator." The reported issue was resolved by restarting the imaging system. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. The rep replaced the power enclosure and then the imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The starter for the imaging system was returned to the manufacturer for analysis. The starter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.